Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl, although no symptoms of high blood glucose were observed. The customer stated that she changed the infusion set 2 to 3 times and the reservoir thrice, as well as the insulin, but was unable to lower her blood glucose. She stated that she had treated with insulin in the morning after eating. No air bubbles or bent cannulas were observed. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run the manual prime process with the current set. She stated that when she woke up in the morning, the blood glucose was over 400 mg/dl, and she bolused twice. She stated that she had already removed the current set. She was unable to perform the high pressure test due to lack of tubing clamps, which will be sent. She advised that she would call back once admitted to the emergency room to do the high pressure test with the hemostat.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.